Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. Removed functioning inverter board from the touch screen at the completion of the investigation. There were visual indications of dried fluid found on the bottom cover, top cover, and baseplate during the inspection. The cause of the observed dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report not being able to turn on the liberty select cycler. There was no power outage or outlet issue. The fresenius technical support representative issued a replacement cycler to resolve the problem and advised to discontinue using the machine. Additional information regarding the event has been requested, however to date has not been provided. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.